Event description:
It was reported guidewire fracture occurred. The physician was performing a percutaneous cholangiogram within the bile duct. An accustick ii system .038 was selected for use. The physician placed the access needle over the guidewire. During withdrawal approximately 60 cm of the distal wire including the tip delaminated and fractured, unable to be removed from the patient. The fractured portion is imbedded in the hepatic parenchyma currently. The procedure was completed with this device. No further patient complications were reported and the patient status is okay. It was noted that based on the health of the patient in general, the patient was hospitalized for a number of days anyway.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).